Event description:
Patient presented as outpatient for exchange of nonfunctioning gj feeding tube. When attempting to exchange, discovered that gj tube was fractured. Despite attempts to exchange, the jejunostomy portion of the tube was retained in the stomach and duodenum. Patient underwent egd in gi lab to retrieve retained equipment, but only g tube able to be placed. Patient returned to ir next day to have g tube converted to gj tube . FDA safety report ID # (B)(4).